Event description:
It was reported that a user of the ilet requested assistance with a full supply change and reported a blood glucose value of 224 mg/dl, asking whether to announce a meal for insulin; the user was advised that a meal announcement is required if eating, and the user indicated they were preparing to eat, so they were advised to announce the meal. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting with no alerts or alarms reported and no medical intervention beyond guidance. Investigation included troubleshooting and education conducted by support personnel. Investigation of this case revealed no device malfunction reported and no alerts, with user guidance provided on appropriate meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.